Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was hospitalized due to low blood glucose of 30 mg/dl. Customer had done a complete set change and delivered too much insulin. Customer stated the perceived cause of the low was the over infusion. No further information reported.